Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that for a 90 minute irinotecan 25ml infusion, the nurse manually primed the syringe tubing with a normal saline flush syringe, massaged the pressure sensing disc to remove any air, clamped the tubing, and attached the 35ml syringe that had a closed system drug transfer device (cstd) at the end of the syringe; afterward there was a visible column of air in the line extending from the pressure sensing disc to the proximal end of the tubing. The irinotecan is prepared "on-site" and is hand carried down one floor and is at room temperature prior to the infusion. The customer states there was no patient harm.